Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a new lot of architect active b12 (10262up00) was generating higher results than the previous lot (10252up00). A patient result of 24 pmol/l was generated with the new lot and a result of 17 pmol/l was generated with the old lot. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed falsely elevated patient results with architect active-b12 reagent lot 10262up00 as compared to lot 10252up00. Testing data was reviewed from the time of release to the most recent stability data for reagent lots 10262up00 and 10252up00. The testing was performed using the same panels and controls used during the manufacture of the product. All panels and controls were within specification from the time of release until the last stability timepoint, indicating that reagent lots 10262up00 and 10252up00 continue to perform as intended. Additionally, the data for the two lots were compared from release through the stability time points and the lots were comparable and no significant difference was identified. Customer complaint data was reviewed and no adverse trends were identified. The architect active-b12 package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.